Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008; and during the procedure, the distal right coronary artery (rca) was pre-dilated and then a 3.0 x 12 mm xience v stent was deployed. Then, the mid rca was pre-dilated and a 2.5 x 12 mm xience v stent was deployed. There was no reported product malfunction or patient issue at the time of the index procedure. However, in 2009, the patient was admitted for increasing shortness of breath and edema with intermittent chest pain. Patient had a stress test and heart cath during hospitalization with angioplasty of rca stent. Percutaneous coronary intervention (pci) was performed one week later. The outcome of adverse event was resolved two days later. No additional event or patient information is available.

Manufacturer narrative:
The 2.5 x 12 mm xience v stent mentioned is being reported under this same MFR #.